Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the item itself is changing color. It should be green but some items have turned completely black, while others you can see them changing from green to black. The packaging is falling apart. None of these products have expired yet, but the packaging is ripping open and falling apart". Associated complaints 8040412-2025-00003, 8040412-2025-00004 and 8040412-2025-00005.

Manufacturer narrative:
(B)(4). The actual complaint device was not returned; however, the customer provided a photo for evaluation. Based on the review of the photo, the complaint was confirmed. A device history record review was performed and no relevant findings were identified. The manufacturing site reports a CAPA has been opened to address this issue.

Event description:
It was reported that: "the item itself is changing color. It should be green but some items have turned completely black, while others you can see them changing from green to black. The packaging is falling apart. None of these products have expired yet, but the packaging is ripping open and falling apart". Associated complaints 8040412-2025-00003, 8040412-2025-00004 and 8040412-2025-00005.